Manufacturer narrative:
The system was examined and the reported event was confirmed. The biometry probe was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The associated system was manufactured on november 27, 2013. Based on qa assessment, the product met specifications at the time of release. The system met specification. The root cause of the reported event can be attributed to the non-conforming biometry probe. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that the biometry values were incorrect. Additional information has been requested.